Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right incarcerated indirect inguinal hernia. It was reported that after the implant, the patient experienced pain and recurrence. Post-operative patient treatment included surgical revision and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right incarcerated indirect inguinal hernia. It was reported that after the implant, the patient experienced pain, cord lipoma and recurrence. Post-operative patient treatment included surgical revision and bilateral laparoscopic inguinal hernia repair via tapp technique

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right incarcerated indirect inguinal hernia repair with mesh. He had revision surgery 8 years and 10 months post surgery then again 3 years later. The patient experienced multiple surgical revisions, and pain.